Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has high pressure, hurt in lungs. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient previously alleged that the patient has high pressure, hurt in lungs. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful but tracking ID has been recorded. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.